Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the electrode on the sensor was missing. The customer's blood glucose was unknown at the time of the incident. The customer reported the sensor did not connect to the pump. When the sensor was removed from their body, the customer noticed no electrode. The electrode was not in the customer's body. No other information was provided. The sensor will not be returned for analysis.